Event description:
It was initially reported that during an unk procedure, after the surgeon fired the device, he could not open the jaw. Another same like device was used to complete the procedure. There were no adverse consequences for the pt. Additional info was requested, and received: the device was removed by force.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received void of staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete; in addition, the device opened and closed without any difficulties. A batch record review was performed and anomalies were found during the manufacturing process.